Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. The deflation was diagnosed by the healthcare professional by mammography. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 07/15/18, it was reported to mentor that the date of explantation will be (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/9/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/27/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. White and yellow material were observed within the device. White and red material were observed on the shell surface. During visual examination of the device, mentor product analysis lab observed creases on both views. A rent was discovered within one of the creases on the posterior view measuring approximately 0.5 cm. In addition, two areas of separated material were observed; one on the anterior view measuring 8.0 by 3.7 cm, and the other one on the posterior view measuring 6.0 by 3.3 cm. Microscopic examination of both separated material areas edges gave no indications as to their cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent, creases and separated material occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent and two areas of separated material were found on the device. Nonetheless, a microscopic examination of both separated material edges was performed, and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the white, yellow and red material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent, ceases and separated material occurred sometime subsequent to the removal of the device from its protective packaging. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) of lot number 5866724 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 11/09/2018, it was reported to mentor that the affected product was saline mentor smooth round moderate profile 425cc, lot number for the device was 5866724, catalog number is 3501670. Concomitant product was saline mentor smooth round moderate profile 350cc, catalog number 3501655, lot number 5849099. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the date of explantation was actually (B)(6)2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient had experienced hypomastia. Manufacturer¿s reference number: (B)(4).